Manufacturer narrative:
The facility biomedical engineer replaced the battery to address the reported issue. The device successfully passed performance specification testing.

Event description:
The customer reported that the battery failed during preventive maintenance after the biomedical department charged the battery for over 8 hours. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery failed during preventive maintenance after the biomedical department charged the battery for over 8 hours. There was no patient involvement.